Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is same to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry condition is the result of an anomaly internal to the integrated circuit u1.

Event description:
It was reported that the device was unable to be interrogated and there was loss of pacing. It was also reported that the patient had dizziness and was short of breath. Therefore device was removed and replaced with a new device. No patient complications have been reported as a result of this event.